Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited drop in impedance, loss of capture and low amplitude. Also, inappropriate therapy was noted. The physician suspected perforation as patient also complained of sharp chest pain and discomfort. Furthermore, echocardiogram was performed, and no effusion was noted. X-ray was also done. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Based on normal lead resistance measurements, a passing inner insulation integrity test and inspection which showed no conductor issues did not confirm the allegations of pacing impedance low within normal limits, failure to capture, low amplitude, and inappropriate shock. Due to cuts in the insulation, a pressure test failed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and perforation. No lead issues were noted that would have made dislodgement and perforation more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited drop in impedance, loss of capture and low amplitude. Also, inappropriate therapy was noted. The physician suspected perforation as patient also complained of sharp chest pain and discomfort. Furthermore, echocardiogram was performed, and no effusion was noted. X-ray was also done. Subsequently, this lead was explanted. No additional adverse patient effects were reported.